Event description:
User facility describes pt as poet-op brain injury and high fall risk. A posey vest was used in hosp bed with siderails. Pt climbed over siderails and was suspended by upper thorax. Pt expired. Pt was frail and old. Caregiver followed all hosp policies.